Event description:
It was reported that the patient had radiation therapy and the device had a power on reset (por). It was also noted that the device had reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and analyzed. The data revealed that a power on reset (por) occurred. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 5568 implantable pacing lead 2007 (B)(6). (B)(4).